Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and suspected urethral atrophy. The aus was explanted and replaced. The new cuff was placed transcorporal. There were no further patient complications reported.